Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported that on electrode 3 >40,000 on all combinations. There was no therapy complaint associated with this. They were able to program around and get therapy benefit. It was also reported the therapy measurement was coming up with a high/low message. No impedance result. The programmed electrodes are 2- 1+ and electrode impedance was 1184. The caller was then able to get a value of 1152. It was discussed that an environment could be a possible reason for no value during the therapy measurement. The anomaly with no results during a therapy measurement was resolved. No patient symptoms or further complications were reported as a result of this event.